Manufacturer narrative:
The parts were returned and analyzed by product engineers. Visual inspection noted damage to the washer component of 1 unit of mm1-000020 mis polyaxial head, lot: te183452e (3012120772-2024-00051), and non-uniform wear to 1 unit of md1-100016 pointlock set screw, lot: aw167907b (3012120772-2024-00028) and 1 unit of md1-100016 pointlock set screw, lot: aw167910b (3012120772-2024-00047). The set screw wear is indictive of being locked down on the rod's inserter engagement feature, resulting in insufficient overhand at the end of the construct. Alternately, this could be the result of undersized rod selection, or excessive intra-operative compression or distraction. It is suspected that this would lead to the failure of the head's washer component. The set screw wear could also result from being locked down on a rod that is not fully normalized to the head. The following reports are also related: 3012120772-2024-00049, 3012120772-2024-00050, 3012120772-2024-00051, 3012120772-2024-00052,3012120772-2024-00053, 3012120772-2024-00054, 3012120772-2024-00055, 3012120772-2024-00056, 3012120772-2024-00057. Possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain

Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's mariner mis posterior fixation system. On or around (B)(6) 2024, it was observed that "there was a tulip disengagement and set screw fall out post op." Revision surgery occurred on (B)(6) 2024. No patient injury was reported. 10 md1-100016 pointlock set screws and 10 mm1-000020 mis polyaxial heads were returned; at the time of the initial report it was unknown which units were associated with the failure. This report is for 1 of 4 units of lot aw167907b.

Manufacturer narrative:
Investigation of the returned parts is ongoing. The following reports are also related: 3012120772-2024-00049, 3012120772-2024-00050, 3012120772-2024-00051, 3012120772-2024-00052, 3012120772-2024-00053, 3012120772-2024-00054, 3012120772-2024-00056, 3012120772-2024-00057. Possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain

Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's mariner mis posterior fixation system. On or around (B)(6) 2024, it was observed that "there was a tulip disengagement and set screw fall out post op." Revision surgery occurred on (B)(6) 2024. No patient injury was reported. Multiple products were explanted and returned; it is unknown which units were associated with the failure. This report is for 1 of 4 units of lot aw167907b.